Event description:
During a supraventricular tachycardia procedure, a new study was created and the amplifier would not reconnect causing a delay. The amp and dws were rebooted, however, the amp kept going to a blinking orange state. After several shut down and re boot attempts, all connections were unplugged except the orange fiber optic. Additionally, a new fiber optic was used. The amp then connected, but the cs catheter electrodes were red and was moving more than normal. The original catheters were a preset, this was all deleted and new catheters loaded. The red cs electrodes remained. The physician chose to proceed with the case and when ablation was plugged in, the cs red electrodes resolved. Additionally, electrode 2 of the ablation catheter was not reading correctly, while 1,3, and 4 were normal and no electrogram was recorded on electrodes 1-2. The tacticath was replaced which did not resolve the issue. With the same problem. The tactisys was bypassed with a flexibility se with the same problem. The physician chose to continue the procedure with no adverse consequences to the patient.

Manufacturer narrative:
The device was not returned for analysis, however, the returned logs show a slot 3 symptom. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the logs submitted and information received, the reported event can be confirmed as the logs show a slot 3 symptom.